Manufacturer narrative:
(B)(4). Concomitant medical products: patient medications: albuterol, losartan, symbicort, metoprolol, amlodipine and lantus. The gore® excluder® aaa endoprosthesis instructions for use (IFU) states that adverse events that may occur and/or require intervention include, but are not limited endoprosthesis improper component placement and artery occlusion. The gore® excluder® aaa endoprosthesis instructions for use (IFU) states: do not continue to withdraw the delivery catheter if resistance is felt during removal through the introducer sheath. Forcibly withdrawing the delivery catheter through the introducer sheath when resistance is encountered has resulted in adverse events including catheter separation and reintervention. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6) 2017, the patient was being treated with gore® excluder® aaa endoprostheses to treat an abdominal aortic aneurysm. It was reported the physician advanced the plc271200/15678127 device in place for deployment and realized it was too long. Upon removal, he felt significant resistance and a snap (1600-e:-catheter events-other/unknown). The physician could not get the stent back into the sheath and the device deployed while trying to remove it. The device landed short of the gate and unintentionally covered the left internal iliac artery. The physician then placed a 12mm x 10cm device proximal and 10mm x 7cm device distally to complete the case. The patient tolerated the procedure with successful exclusion of the aneurysm.